Manufacturer narrative:
A specific root cause could not be identified. There is no sample available to complete the investigation.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous result for 1 patient sample tested for (B)(6). The erroneous result was reported outside of the laboratory. The initial (B)(6) result was 2.83 coi (non-reactive). The result from a siemens centaur instrument was reactive. The specific result was not provided. No adverse event occurred. The e601 analyzer serial number was not provided.

Manufacturer narrative:
The initial MDR reported the following information: the initial anti-hcv ii result was 2.83 coi (non-reactive). The result from a siemens centaur instrument was reactive. The specific result was not provided. This information was incorrect. The correct information is: the initial anti-hcv ii result was 2.83 coi which is reactive. The result from a siemens centaur instrument was non-reactive. The specific result was not provided. The result from the roche diagnostics device was a potentially false positive result. A false positive anti-hcv ii result does not represent a health risk.